Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular tambe procedure to treat an aneurysm utilizing a gore® excluder® thoracoabdominal branch endoprosthesis, gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis, gore® tri lumen catheter, gore® dryseal flex introducer sheath and two gore® molding & occlusion balloon catheter. Reportedly, patient had access issues as it was a small access with already existing stents in the iliacs which were for occlusive disease from years ago. The stents were post dilated to accommodate the 22fr sheath and then it was struggle getting sheath up. A perforation of the right external iliac artery with extravasation had occurred but it wasn't noted until the occlusion balloon was in but it was stented and fixed intraoperatively very quickly. There was loss of blood but units are unknown as anesthesiology did ask for patient's blood. Patient woke up from the procedure feeling okay and the procedure had gone as planned, physician thinks the perforation could have happened with the sheath on the way up (and maintained occlusive sheath during case) or it could have happened when sheath was brought back to balloon the common iliac artery. There were no sepsis, hypoxia or lung injuries reported. Nothing additional provided by physician. On (B)(6) 2025, patient's lactate levels increased, so they ordered a post-op cta to make sure that all 4 visceral vessels were open. Cta scans showed widely patent celiac, sma, right and left renal arteries. Cause of lactate levels is unknown as vessels were patent. On (B)(6) 2025, patient experienced a pulmonary distress of acute respiratory distress syndrome (ards) and the family opted for no additional treatment. Patient passed away that night. Further information is not available. On (B)(6) 2025, field sales associate was notified of the patient death.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (perforation), blood loss, bleeding and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.